Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, dyslipidemia, atrial fibrillation, pacemaker, coronary artery disease, aortic valve prosthesis, chronic pulmonary disease, chronic kidney disease, chronic heart failure, peripheral artery disease, cerebral vascular disease, heart failure medication, diuretics degenerative mitral regurgitation, functional mitral regurgitation. Complications reported included death, heart failure, hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2 death date is estimated. B3 event date is estimated.

Event description:
The article "increased afterload in patients with acute reduction in left ventricular ejection fraction following mitral valve transcatheter edge-to-edge repair" was reviewed. The article presented a retrospective single center study, to evaluate the cardiomechanical parameters, including end-systolic elastance (ees) and arterial elastance (ea), to explore their association with acute reduction (ard) following mitral transcatheter edge-to-edge repair (teer). Devices mentioned include mitraclip. The article concluded that hemodynamic and cardio-mechanical parameters associated with ard in left ventricular ejection fraction (lvef) following successful m- teer were assessed. A substantial proportion of patients exhibited ard in lvef after teer, which may have prognostic implications. [The primary author and corresponding author was tomoo nagai at tokai university school of medicine, isehara, kanagawa, japan with corresponding email nagait@tokai.ac.jp]. The time frame of the study was april 2018 and july 2024. A total of 49 patients were included in this study, of which all received an abbott device. The average age was 81 and majority gender was male. Comorbidities included hypertension, diabetes, dyslipidemia, atrial fibrillation, pacemaker, coronary artery disease, aortic valve prosthesis, chronic pulmonary disease, chronic kidney disease, chronic heart failure, peripheral artery disease, cerebral vascular disease, heart failure medication, diuretics degenerative mitral regurgitation, functional mitral regurgitation. Peri and post-procedural complications included death, heart failure, and hospitalization.